Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Customer returned pump for an alleged pump error 42, pump error 54 and pump error 3 found on 22-nov-2022. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump did not alarm pump error 42 during testing. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 42 in pump downloaded history on 11/22/2022 at 17:22:16.000 due to moisture damage on the motor. Pump alarmed pump error 54 ( file number = 32122 line number = 1421) on 11/22/2022 at 17:22:11.000 due to a software anomaly. Pump alarmed pump error 3 on 11/22/2022 at 17:22:13.000 due to a hardware anomaly. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Pump error 42 confirmed due to moisture damage on the motor. Pump error 54 confirmed due to a software anomaly. Pump error 3 confirmed due to a hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.